Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19613. It was reported the pt had stimulation but the therapy was not relieving his pain and he no longer wanted the system. The pt's system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.